Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system. The reported patient effects of dyspnea and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects appear to be related to patient morphology/pathology (disease progression). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that approximately one year post-procedure, the patient presented with dyspnea and increased mitral regurgitation, which required an additional mitraclip procedure. On (B)(6) 2015, the initial mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. In early 2016, the patient showed signs of dyspnea on exercise. On (B)(6) 2016, echocardiogram was performed which found that the mr grade had increased to 3. The implanted clip was confirmed to be attached to both leaflets. The reason for the increased mr is unknown, but possibly due to progression of the disease. There was no evidence of leaflet or tissue damage. On (B)(6) 2016, a new mitraclip procedure was performed. One clip was implanted reducing the mr from 3 to 2. No additional information was provided.